Event description:
During a demonstration for training purposes, the user reported the centrifugal control module display went blank. The user reported, the attachment of the power cable to the unit was secure. The power cord was then unattached and the unit was removed from its bracket and moved to the rear of the system 1 in order to reach a power cord from a flow module. When this power cord was attached, the local display on the unit illuminated. The flow module power cord was then removed and, believing that the issue was the power cord, another cord was obtained from a different system 1. This new cord was connected to the original system 1 base and the unit began to function as expected. The unit was returned to its bracket and the inservice training was continued. Since the event occurred during training, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.